Event description:
Account experiencing discrepant creatinine results for 2 patient samples. Patient 1, initial result gave 2.96 mg/dl; repeat gave 1.16 mg/dl. Erroneous result reported only for patient 1. Patient not adversely affected. The field service representative determined the cause for the discrepancies to be due the sample probe blinding in sample probe arm, and cleaned sample probe and probe holder. Performance tests were performed and within specification.

Event description:
Account experiencing discrepant creatinine results for 2 patient samples. Patient 2: occurred in 2008, initial result gave 0.62 mg/dl; repeat gave <0.30 mg/dl. Erroneous result reported only for patient 1. Patient not adversely affected. The field service representative determined the cause for the discrepancies to be due the sample probe blinding in sample probe arm, and cleaned sample probe and probe holder. Performance tests were performed and within specification.